Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient was experiencing pain in their left leg and right side of their back related to the scs system. The patient also reported they were experiencing issues walking when therapy was on. As result, the patient had their system explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.